Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the sensor appeared to have cause skin burns to patients who have used the same probe for 15 days.